Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the oscillating saw attachment device did not function, was frozen/would not move, had component damage and had cosmetic damage as it was worn. It was further determined that the device failed pretest for general condition, checking function in running mode and checking the oscillation frequency with frequency meter. It was noted in the service order that the device did not work. It was reported there were no delays to the surgical procedure and the surgery was completed as intended. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of frozen/would not move identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).